Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set detached while driving. At the time of the incident, patient's blood glucose level was 202 mg/dl. There was no damage to the infusion sets when the package was first opened. This issue occurred with one infusion set. Reportedly, she was traveling and did not have a replacement infusion with her. Reportedly, she will use multiple daily injection and will contact her health care professional on dosage amounts. No further information available.